Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that during the procedure, when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the hemostatic valve separated completely from the sheath. When the dilator was removed, the valve was still attached to it. The valve remained whole. No parts were separated. The entire piece detached from the sheath. The physician noticed the blood return first, before looking at the dilator and seeing the valve still attached. The blood return would be described as moderate. It was a steady stream, but the issue was resolved quickly so there was no discernable blood loss. No intervention was required. No air entered to the patient¿s body. The sheath was replaced and the procedure was continued and subsequently completed. No patient consequences were reported. The device was visually inspected and brim cap, valve and friction ring were found dislodged into hub. These components could have been detached due to an external force while inserting the device thru the sheath. No cracks were observed on cap and hub. There was sign of adhesive, probably it was not applied uniformly, but this could not be conclusively determined. A manufacturing record evaluation was performed for the finished device 00001192 number, and no internal actions related to the complaint was found during the review. The customer complaint was confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: pc-000642292.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a hemostatic valve separation and a brim cap detachment. It was reported that during the procedure, when removing the dilator from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium, the hemostatic valve separated completely from the sheath. When the dilator was removed, the valve was still attached to it. The valve remained whole. No parts were separated. The entire piece detached from the sheath. The physician noticed the blood return first, before looking at the dilator and seeing the valve still attached. The blood return would be described as moderate. It was a steady stream, but the issue was resolved quickly so there was no discernable blood loss. No intervention was required. No air entered to the patient¿s body. The sheath was replaced and the procedure was continued and subsequently completed. No patient consequences were reported. Since there is no indication that the bleeding led to hemodynamics disruption or required intervention, this event will not be coded as a patient event. This event was assessed as a hemostatic valve separation and a brim cap detachment. Both issues were assessed as reportable issues. The biosense webster inc. Product analysis lab received the device for evaluation and on february 12, 2020 the device was received in the condition reported as the brim cap, hemostatic valve and friction ring were detached from the sheath. The hemostatic valve and brim cap detachments remain assessed as reportable issues.